Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the straight catheter kit was fall apart of the connection point between the catheter and the bag during insertion and post insertion. This was integral to their urinary drainage policy and was limited nurses from using this protocol. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, using aseptic technique, position the collection device in the center of the sampling port. Press the device firmly and twist gently to access the sampling port. If using bd vacutainer® luer-lok access device (fig. 4), collect urine into the bd vacutainer tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. Warning: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the straight catheter kit was fall apart of the connection point between the catheter and the bag during insertion and post insertion. This was integral to their urinary drainage policy and was limited nurses from using this protocol. It was unknown what medical intervention was provided for urinary tract infection.